Manufacturer narrative:
Other applicable components are: product ID: 9733467, version: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt they were off approximately 2-3 millimeters inferior and to the patient's left. They re-registered 3 times with no resolution and were consistently the same amount off the entire case throughout the entire anatomy. There was a less than 1 hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
Additional information provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The surgeon completed the case with navigation, and it was noted that the most likely cause of the reported issue was metal in the field.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.